Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during closure at the very end of a pulmonary lobectomy, the suture thread broke. The same issue happened on three units of the device. Another device from a different lot was used to complete the case. There was no patient injury.